Manufacturer narrative:
On (B)(4) 2010.

Event description:
Received a call from a risk manager from maine general health. A pt in their hospital was implanted with (B)(4) on (B)(6) 2010. The product labeling has the product expiration date as 10/2009.